Event description:
It was reported that the stent slipped proximally onto the distal shaft of the zeta during positioning through a mid circumflex lesion. During the attempt to withdraw the device from the anatomy, the stent began to slip display over the sds balloon, so the stent was deployed in an unintended site in the proximal circumflex. The sds was removed from the pt without any complications.